Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. Two stent grafts were implanted without complications. It was reported that during follow-up on an unk date, there was aneurysm expansion due to a type 3 endoleak that was coming from the junction between the 2 stent grafts as well as dissection of the ascending aorta. Approximately 1 month ago, the physician commented that the pt is being followed and monitored for progress and there was possibility that the endoleak and dissection would be treated by open surgery and/or an additional tevar. See file (MFR# 2953200-2010-00257). Further info was received from the physician indicating the endoleak was a type IV. Additionally, there was no correlation between the talent device and the dissection according to the physician. No intervention has been performed as the pt was discharged.

Manufacturer narrative:
(B) (4): eval results: endoleak, dissection, no films or operative reports were received.